Event description:
It was reported on (B)(6) 2026 that the patient presented with grade 4 functional mitral regurgitation (mr) and a dilated left atrium for a mitraclip procedure. During the procedure, a mitraclip was successfully implanted. Post deployment, the clip was observed to be open after detachment from clip delivery system. The mr was reduced to grade 1 post procedure. There was no clinically significant delay or adverse patient effects reported.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the cause of the reported clip open while locked was unable to be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2026 that the patient presented with grade 4 functional mitral regurgitation (mr) and a dilated left atrium for a mitraclip procedure. During the procedure, a mitraclip was successfully implanted. Post deployment, the clip was observed to be open after detachment from clip delivery system. The mr was reduced to grade 1 post procedure. There was no clinically significant delay or adverse patient effects reported.